Event description:
It was reported that following the implant procedure, the patient developed a thrombosis in their subclavian and axillary veins. Echocardiogram showed complete obstruction of the subclavian and axillary veins. Patient is receiving subcutaneous medication and the implantable cardioverter defibrillator (ICD) and leads remain in use. The patient is enrolled in the attain (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: dtba2qq (B)(6) 2013; 5076-52 implantable pacing lead (B)(6) 2013; 459888 implantable pacing lead (B)(6) 2013. (B)(4).